Event description:
Elegance clinical trial it was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery extending up to right distal superficial femoral artery with 6mm proximal reference vessel diameter and 5mm distal reference vessel diameter with lesion length of 80mm and 85% stenosis and was classified as tasc ii b lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed by using 5mm x 60mm mustang pta balloon. Treatment of the target lesion was performed by the placement of 6mm x 120mm eluvia drug-eluting stent study device. Following post treatment, dilation was performed by using 5mm x 60mm mustang pta balloon, and the final residual stenosis was noted to be 10%. On the same day of index procedure, during the treatment of target lesion, dissection of grade c was noted in the target lesion due to 5mm x 60mm mustang pta balloon. In response to the complication, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the complication of dissection was resolved. On (B)(6) 2023, the subject was discharged from hospital on aspirin.

Manufacturer narrative:
A1-patient identifier: (B)(6). A2-age at time of event: 52 years at the time of enrollment. E1-initial reporter facility name: (B)(6) hospital.